Event description:
New information received on july 17th, 2018 states that physician planned to replace the pacemaker however the patient took medicine and received debridement. Infection has improved. Patient opted to not have replacement of the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital infection was observed. Patient is pacemaker dependent and is sick sinus node syndrome symptomatic. Physician suspects that device caused pocket infection. Device was planned to be explanted in the near future due to patient¿s pacemaker dependency. Leads were explanted. Patient was stable.